Event description:
Boston scientific received information that during a normal follow up, this pacemaker showed a battery status of good. At the last follow up six months later, the device had reached end of life (eol) in june and was pacing at vvi 50ppm. There were no allegations made by the physician against the functionality or longevity of the device. The physician only asked why it switched suddenly. No adverse patient effects were reported. A replacement procedure was performed and this device was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.